Event description:
Low level false positive troponin I (tni) when testing multiple patients on triage cardiac panel that do not reproduce on other draws and/or do not correlate with subsequent draws on ortho eci. Approx. Two thirds of the tni values range from 0.05-0.10; other values are 0.12x2, 0.13, 0.14, 0.19 x 2, 0.24, 0.32, and 4.42. Falsely elevated tni results may lead to invasive procedure or medication.

Manufacturer narrative:
Devices were returned for evaluation. Five in-house plasma samples were tested on lot w44516vb. Two of the five samples were with known 'normal' tni levels and three were with known 'elevated' tni levels. The results were: an elevated recovery was observed on two of the 'normal' samples with the returned devices of lot w44516. The customer compliant was confirmed for an elevated recovery for tni on w44516vb. CAPA (B) (4) was initiated.